Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller stated patient reported their ins no longer worked. Caller had no further details and commented that the patient said they had "brain issues." Caller inquired about MRI eligibility. Agent reviewed MRI scanning guidelines. Patient stated she has two mdt devices, one for pain and one for ph. Patient says she has cancer (confirmed unrelated to mdt devices) and does not remember much. She thought the scs was removed. Patient provided contradictory information about the explant timeframe. At first patient said it was removed after the (B)(6) 2025 call for this case. Later patient said it was removed a long time ago. When asked for cause. Patient stated the device wasn¿t helping, wasn¿t doing anything for her. Patient had many programming sessions done soon after the implant, but nothing helped. She elected to have the device removed. Patient said she does not remember the doctor, hospital or the explant date. Will send her letter at the new address and if possible, she can obtain and provide the information via letter.